Event description:
It was reported that during use of the IV set/n35/20drop/cqx1/w/ll when conducting priming saline, it leaked from the filter.

Manufacturer narrative:
H.6. Investigation: the air tightness of the actual product (jis standard: 150 kpa for 15 minutes, no pressure leakage) was confirmed. As the offer, the liquid leaked from the filter part (lower part) it was recognized. Therefore, we asked the manufacturer of the filter to investigate the parts. According to the results of a survey by the filter manufacturer, leaks were generated from the welded portion of the filter housing, and welding defects were observed at the leak point where the welded end was thin. As a result of checking all the production related records, no record of nonconformity was found, but from the condition of the welded part of the actual product, the welded end became uneven due to the product being welded without being positioned correctly vertically. It was estimated that liquid leakage occurred under pressure from the thin part. The manufacturer of the filter from our company is very careful with the manufacturer, the improvement measures (possibly the possibility of malfunction of the cylinder built in the welding machine, and all replacement of the cylinder) have been implemented at the production site. We confirmed in the defect investigation report from the manufacturer and the vendor. Also, for the time being, we will conduct sampling inspections not only at the time of shipping tests but also at the time of receiving filter members, and will strengthen monitoring for preventing the recurrence of similar events.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1810192c; medical device expiration date: unknown; device manufacture date: 2018-04-11; medical device lot #: 1809132c; medical device expiration date: unknown; device manufacture date: 2018-04-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the IV set/n35/20drop/cqx1/w/ll when conducting priming saline, it leaked from the filter.